Event description:
Info received indicates that pump fails under infusion during testing.

Manufacturer narrative:
Investigation is in process. A follow up will be submitted when the investigation is completed.